Event description:
It was reported via repair work order that the foot end jack was stuck raised and could not lower due to the pump pedal being disconnected from the pump. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.